Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a low blood glucose (bg) level of 40's mg/dl. Customer glucose tablets to address bg. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer override increasing the bolus. The customer acknowledged and continued using the pump for insulin therapy.